Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 592 mg/dl. The customer forgot to resume the delivery of insulin pump. The customer was unable to get insulin delivery until next morning. Customer was treated for the high blood glucose level with bolus and drinking water and vacuuming. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.